Event description:
The patient contacted baxter's technical service center regarding not draining enough, which occurred on the homechoice (hc) during use, during fill 1. The patient stated the hc did not drain enough in initial drain. The patient stated they were in fill 1 and had pressed stop. The patient stated they did a manual exchange and filled with 2500ml. The initial drain volume equaled 101ml. The technical service representative (tsr) asked the patient if they received any alarms and the patient stated no. The tsr asked the patient if she bypassed the initial drain and at first she stated yes, and then later she stated she did not bypass the initial drain. The current fill volume equaled 1349ml. The patient's total fill with the manual fill volume equaled 3849ml. The tsr had the patient arrow down to manual drain and press enter. The drain volume equaled 4175ml. The tsr advised the patient to press go and continue with therapy. The patient resumed the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported increased intra-peritoneal volume (iipv). The rn stated they were aware of the occurrence and that the patient has not reported any other issues since then. Product surveillance informed the rn that the patient performed an off cycler exchange of 2500ml and then only drained 101ml during the initial drain. There was no patient injury or medical intervention associated with this event. No allegations were made against any baxter products. The patient is continuing therapy on the cycler successfully.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was off cycler exchanges. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.